Manufacturer narrative:
The device history record (DHR) for lot 23k131 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the new needle replacement for back ordered 25g 5/8 branded magellan lot 23k131 was very difficult to uncap. Prior needle of same lot uncapped but sheathed itself with cap removal prior to injection to patient. Staff used significant force to remove cap and in process stabbed left thumb of staff. Bleeding in glove, no harm to patient. Needle replaced and injection given to patient. Additional information received on 27nov2025 stated that the staff member received first-aid (i.e., self-care, pressure to wound, cleaned and band-aid). There was no blood draw or prophylactic medication since the incident occurred prior to patient.